Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding (general)"), systemic lupus erythematosus ("autoimmune disorder type of disorder: borderline lupus"), generalised tonic-clonic seizure ("neurological conditions or problems type: gran mal seizure"), seizure ("micro seizures. Seizures") and tooth disorder ("dental problems") in a 31-year-old female patient who had essure (batch no. 628049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii. Concurrent conditions included bursitis, dysfunctional uterine bleeding, anesthesia, ovarian cyst and diarrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), generalised tonic-clonic seizure (seriousness criterion medically significant), seizure (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of alopecia ("hair loss"), hypersensitivity ("allergic reactions"), headache ("headaches"), weight increased ("weight gain"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression"), gallbladder disorder ("gall bladder issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), stress ("psychological or psychiatric problems condition: stress"), anxiety ("psychological or psychiatric problems condition: anxiety"), fibromyalgia ("fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), binocular eye movement disorder ("vision/eye problems type: convergence insufficiency"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: chronic irritable bowel syndrome"), antinuclear antibody positive ("other injury(ies) or complication please describe: positive ana"), sleep apnoea syndrome ("sleep apnea"), tremor ("tremors"), the second episode of alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), rash macular ("rashes or skin conditions: spots on my skin/ skin lump") and skin mass ("skin lump"). The patient was treated with linaclotide (linzess), paracetamol (tylenol regular), topiramate (topamax), surgery (hysterectomy with bilateral salpingectomy, oophorectomy, gallbladder removal), surgery (novasure ablation) and surgery (root canals and teeth pulled). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, systemic lupus erythematosus, generalised tonic-clonic seizure, seizure, tooth disorder, vaginal haemorrhage, hypersensitivity, headache, weight increased, hot flush, mood swings, depression, gallbladder disorder, female sexual dysfunction, stress, anxiety, fibromyalgia, bladder disorder, urinary tract disorder, migraine, nausea, feeling abnormal, dysmenorrhoea, dyspareunia, vaginal discharge, binocular eye movement disorder, fatigue, irritable bowel syndrome, antinuclear antibody positive, sleep apnoea syndrome, tremor, the last episode of alopecia, rash macular and skin mass outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, antinuclear antibody positive, anxiety, binocular eye movement disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gallbladder disorder, generalised tonic-clonic seizure, genital haemorrhage, headache, hot flush, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash macular, seizure, skin mass, sleep apnoea syndrome, stress, systemic lupus erythematosus, tooth disorder, tremor, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: patient need for additional surgery. Current weight 152 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.18 kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pathology test - on (B)(6) 2011: chronic cystic cervicitis. Ultrasound scan - on (B)(6) 2009: normal pelvic ultrasound . On (B)(6) 2011 patholgy test was performed having result :uterus and portions of right and left fallopian tubes, robotic-assisted hysterectomy and bilateral partial salpingectomy (110 grams). A. Chronic cystic cervicitis with squamous metaplasia and parakeratosis. B. Proliferative pattern endometrium with cystic changes and stromal fibrosis (see comment) . C. Portion of right fallopian tube with chronic salpingitis. D. Portion of left fallopian tube with chronic salpingitis and extensive endometriosis. Concerning the injuries reported in this case, the following one/ ones were described in patient¿ s medical record lupas, sleep apnea, seizures, pelvic pain, dysmenorrhea, fatigue, headaches, abdominal pain, grand mal seizures, menorrhagia . Most recent follow-up information incorporated above includes: on 18-jun-2018: from pfs "hot flashes, weight gain, mood swings, depression, gall bladder issues, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia, apareunia, depression, stress and anxiety, borderline lupus, fibromyalgia, skin lumps, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, gran mal seizure, brain fog, and micro seizures. Seizures, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, convergence insufficiency, fatigue, weight gain, chronic irritable bowel syndrome, other injury(ies) or complication please describe: positive ana, sleep apnea, tremors. Hair loss." Are added. Lot number, reporter, patient, product information are added. Concomitant and historical condition is added. Outcome of event abdominal pain are recovered .treatment drug are added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia'), genital haemorrhage ('abnormal bleeding (general)/ heavy bleeding'), systemic lupus erythematosus ('autoimmune disorder type of disorder: borderline lupus'), generalised tonic-clonic seizure ('neurological conditions or problems type: gran mal seizure'), seizure ('micro seizures. Seizures'), tooth disorder ('dental problems') and ovarian vein thrombosis ('ovarian vein thrombosis') in a 31-year-old female patient who had essure (batch no. 628049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii. Concurrent conditions included bursitis, dysfunctional uterine bleeding, anesthesia, ovarian cyst, diarrhea and obesity. Concomitant products included buspirone, clonazepam, diclofenac, esomeprazole, estradiol, hydrocortisone (hydrocort 1 a pharma), lacosamide (vimpat), levetiracetam, nortriptyline, ondansetron, oxybutynin hydrochloride (ditropan), topiramate, venlafaxine and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), generalised tonic-clonic seizure (seriousness criterion medically significant), seizure (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), ovarian vein thrombosis (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss"), headache ("headaches"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression"), gallbladder disorder ("gall bladder issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), stress ("psychological or psychiatric problems condition: stress"), anxiety ("psychological or psychiatric problems condition: anxiety"), fibromyalgia ("fibromyalgia"), urinary incontinence ("bladder or urinary problems or changes:incontinence"), migraine ("migraines /chronic migraine"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fog"), vaginal discharge ("vaginal discharge"), binocular eye movement disorder ("vision/eye problems type: convergence insufficiency"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: chronic irritable bowel syndrome"), sleep apnoea syndrome ("sleep apnea"), tremor ("tremors"), rash macular ("rashes or skin conditions: spots on my skin/ skin lump"), skin mass ("skin lump"), pelvic congestion ("pelvic congestion"), abdominal discomfort ("I've had an upset stomach for 2 days"), arthritis ("arthrits"), thyroid disorder ("thyroid problem"), insomnia ("insomnia") and epilepsy ("epilepsy") and was found to have weight increased ("weight gain") and antinuclear antibody positive ("other injury(ies) or complication please describe: positive ana"). The patient was treated with linaclotide (linzess), paracetamol (tylenol regular), topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy, oophorectomy, gallbladder removal, novasure ablation and root canals and teeth pulled). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, systemic lupus erythematosus, generalised tonic-clonic seizure, seizure, tooth disorder, ovarian vein thrombosis, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal haemorrhage, alopecia, headache, weight increased, hot flush, mood swings, depression, gallbladder disorder, female sexual dysfunction, stress, anxiety, fibromyalgia, urinary incontinence, migraine, nausea, feeling abnormal, vaginal discharge, binocular eye movement disorder, fatigue, irritable bowel syndrome, antinuclear antibody positive, sleep apnoea syndrome, tremor, rash macular, skin mass, pelvic congestion, abdominal discomfort, arthritis, thyroid disorder, insomnia and epilepsy outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal discomfort, abdominal pain lower, alopecia, antinuclear antibody positive, anxiety, arthritis, binocular eye movement disorder, depression, dysmenorrhoea, dyspareunia, epilepsy, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gallbladder disorder, generalised tonic-clonic seizure, genital haemorrhage, headache, hot flush, hypersensitivity, insomnia, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, ovarian vein thrombosis, pelvic congestion, pelvic pain, rash macular, seizure, skin mass, sleep apnoea syndrome, stress, systemic lupus erythematosus, thyroid disorder, tooth disorder, tremor, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pathology test - on (B)(6) 2011: results: chronic cystic cervicitis. Ultrasound scan - on (B)(6) 2009: results: normal pelvic ultrasound. On 5 (B)(6) 2011 patholgy test was performed having result :uterus and portions of right and left fallopian tubes, robotic-assisted hysterectomy and bilateral partial salpingectomy (110 grams). A. Chronic cystic cervicitis with squamous metaplasia and parakeratosis. B. Proliferative pattern endometrium with cystic changes and stromal fibrosis (see comment) . C. Portion of right fallopian tube with chronic salpingitis. D. Portion of left fallopian tube with chronic salpingitis and extensive endometriosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿ s medical record lupas, sleep apnea, seizures, pelvic pain, dysmenorrhea, fatigue, headaches, abdominal pain, grand mal seizures, menorrhagia and following ones were reported via social media- ovarian vein thrombosis and pelvic congestion. Concerning the injuries reported in this case, the following ones were reported via social media: arthritis, thyroid disorder, insomnia, epilepsy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: coding request received. Correction due to discrepancy between coding action item and match point coder query. Reported term "I've had an upset stomach for 2 days" which was previously coded as abdominal distention is now changed to abdominal discomfort. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia'), genital haemorrhage ('abnormal bleeding (general)'), systemic lupus erythematosus ('autoimmune disorder type of disorder: borderline lupus'), generalised tonic-clonic seizure ('neurological conditions or problems type: gran mal seizure'), seizure ('micro seizures. Seizures'), tooth disorder ('dental problems') and ovarian vein thrombosis ('ovarian vein thrombosis') in a 31-year-old female patient who had essure (batch no. 628049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii. Concurrent conditions included bursitis, dysfunctional uterine bleeding, anesthesia, ovarian cyst and diarrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), generalised tonic-clonic seizure (seriousness criterion medically significant), seizure (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), ovarian vein thrombosis (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss"), headache ("headaches"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression"), gallbladder disorder ("gall bladder issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), stress ("psychological or psychiatric problems condition: stress"), anxiety ("psychological or psychiatric problems condition: anxiety"), fibromyalgia ("fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fog"), vaginal discharge ("vaginal discharge"), binocular eye movement disorder ("vision/eye problems type: convergence insufficiency"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: chronic irritable bowel syndrome"), sleep apnoea syndrome ("sleep apnea"), tremor ("tremors"), rash macular ("rashes or skin conditions: spots on my skin/ skin lump"), skin mass ("skin lump") and pelvic congestion ("pelvic congestion") and was found to have weight increased ("weight gain") and antinuclear antibody positive ("other injury(ies) or complication please describe: positive ana"). The patient was treated with linaclotide (linzess), paracetamol (tylenol regular), topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy, oophorectomy, gallbladder removal, novasure ablation and root canals and teeth pulled). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, systemic lupus erythematosus, generalised tonic-clonic seizure, seizure, tooth disorder, ovarian vein thrombosis, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal haemorrhage, alopecia, headache, weight increased, hot flush, mood swings, depression, gallbladder disorder, female sexual dysfunction, stress, anxiety, fibromyalgia, bladder disorder, urinary tract disorder, migraine, nausea, feeling abnormal, vaginal discharge, binocular eye movement disorder, fatigue, irritable bowel syndrome, antinuclear antibody positive, sleep apnoea syndrome, tremor, rash macular, skin mass and pelvic congestion outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, antinuclear antibody positive, anxiety, binocular eye movement disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gallbladder disorder, generalised tonic-clonic seizure, genital haemorrhage, headache, hot flush, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, ovarian vein thrombosis, pelvic congestion, pelvic pain, rash macular, seizure, skin mass, sleep apnoea syndrome, stress, systemic lupus erythematosus, tooth disorder, tremor, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.18 kgs. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pathology test - on (B)(6) 2011: results: chronic cystic cervicitis. Ultrasound scan - on (B)(6) 2009: results: normal pelvic ultrasound. On (B)(6) 2011 patholgy test was performed having result :uterus and portions of right and left fallopian tubes, robotic-assisted hysterectomy and bilateral partial salpingectomy (110 grams) a. Chronic cystic cervicitis with squamous metaplasia and parakeratosis. B. Proliferative pattern endometrium with cystic changes and stromal fibrosis (see comment) . C. Portion of right fallopian tube with chronic salpingitis. D. Portion of left fallopian tube with chronic salpingitis and extensive endometriosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿ s medical record lupas, sleep apnea, seizures, pelvic pain, dysmenorrhea, fatigue, headaches, abdominal pain, grand mal seizures, menorrhagia and following ones were reported via social media- ovarian vein thrombosis and pelvic congestion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: social media received: new events ovarian vein thrombosis and pelvic congestion added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia'), genital haemorrhage ('abnormal bleeding (general)/ heavy bleeding'), systemic lupus erythematosus ('autoimmune disorder type of disorder: borderline lupus'), generalised tonic-clonic seizure ('neurological conditions or problems type: gran mal seizure'), seizure ('micro seizures. Seizures'), tooth disorder ('dental problems') and ovarian vein thrombosis ('ovarian vein thrombosis') in a 31-year-old female patient who had essure (batch no. 628049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii. Concurrent conditions included bursitis, dysfunctional uterine bleeding, anesthesia, ovarian cyst, diarrhea and obesity. Concomitant products included buspirone, clonazepam, diclofenac, esomeprazole, estradiol, hydrocortisone (hydrocort 1 a pharma), lacosamide (vimpat), levetiracetam, nortriptyline, ondansetron, oxybutynin hydrochloride (ditropan), topiramate, venlafaxine and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), generalised tonic-clonic seizure (seriousness criterion medically significant), seizure (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), ovarian vein thrombosis (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss"), headache ("headaches"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression"), gallbladder disorder ("gall bladder issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), stress ("psychological or psychiatric problems condition: stress"), anxiety ("psychological or psychiatric problems condition: anxiety"), fibromyalgia ("fibromyalgia"), incontinence ("bladder or urinary problems or changes:incontinence"), migraine ("migraines /chronic migraine"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fog"), vaginal discharge ("vaginal discharge"), binocular eye movement disorder ("vision/eye problems type: convergence insufficiency"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: chronic irritable bowel syndrome"), sleep apnoea syndrome ("sleep apnea"), tremor ("tremors"), rash macular ("rashes or skin conditions: spots on my skin/ skin lump"), skin mass ("skin lump"), pelvic congestion ("pelvic congestion"), abdominal distension ("ive had an upset stomach for 2 days"), arthritis ("arthrits"), thyroid disorder ("thyroid problem"), insomnia ("insomnia") and epilepsy ("epilepsy") and was found to have weight increased ("weight gain") and antinuclear antibody positive ("other injury(ies) or complication please describe: positive ana"). The patient was treated with linaclotide (linzess), paracetamol (tylenol regular), topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy, oophorectomy, gallbladder removal, novasure ablation and root canals and teeth pulled). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, systemic lupus erythematosus, generalised tonic-clonic seizure, seizure, tooth disorder, ovarian vein thrombosis, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal haemorrhage, alopecia, headache, weight increased, hot flush, mood swings, depression, gallbladder disorder, female sexual dysfunction, stress, anxiety, fibromyalgia, incontinence, migraine, nausea, feeling abnormal, vaginal discharge, binocular eye movement disorder, fatigue, irritable bowel syndrome, antinuclear antibody positive, sleep apnoea syndrome, tremor, rash macular, skin mass, pelvic congestion, arthritis, thyroid disorder, insomnia and epilepsy outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, antinuclear antibody positive, anxiety, arthritis, binocular eye movement disorder, depression, dysmenorrhoea, dyspareunia, epilepsy, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gallbladder disorder, generalised tonic-clonic seizure, genital haemorrhage, headache, hot flush, hypersensitivity, incontinence, insomnia, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, ovarian vein thrombosis, pelvic congestion, pelvic pain, rash macular, seizure, skin mass, sleep apnoea syndrome, stress, systemic lupus erythematosus, thyroid disorder, tooth disorder, tremor, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pathology test - on (B)(6) 2011: results: chronic cystic cervicitis. Ultrasound scan - on (B)(6) 2009: results: normal pelvic ultrasound. On (B)(6) 2011 patholgy test was performed having result :uterus and portions of right and left fallopian tubes, robotic-assisted hysterectomy and bilateral partial salpingectomy (110 grams) a. Chronic cystic cervicitis with squamous metaplasia and parakeratosis. B. Proliferative pattern endometrium with cystic changes and stromal fibrosis (see comment) . C. Portion of right fallopian tube with chronic salpingitis. D. Portion of left fallopian tube with chronic salpingitis and extensive endometriosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿ s medical record lupas, sleep apnea, seizures, pelvic pain, dysmenorrhea, fatigue, headaches, abdominal pain, grand mal seizures, menorrhagia and following ones were reported via social media- ovarian vein thrombosis and pelvic congestion. Concerning the injuries reported in this case, the following ones were reported via social media: arthritis, thyroid disorder, insomnia, epilepsy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs & social media received. Reporter's information was added. Event from bladder or urinary problem changes to incontinence. Added event from social media arthritis, thyroid disorder, insomnia, epilepsy. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding (general)"), systemic lupus erythematosus ("autoimmune disorder type of disorder: borderline lupus"), generalised tonic-clonic seizure ("neurological conditions or problems type: gran mal seizure"), seizure ("micro seizures. Seizures") and tooth disorder ("dental problems") in a 31-year-old female patient who had essure (batch no. 628049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii. Concurrent conditions included bursitis, dysfunctional uterine bleeding, anesthesia, ovarian cyst and diarrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), generalised tonic-clonic seizure (seriousness criterion medically significant), seizure (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of alopecia ("hair loss"), hypersensitivity ("allergic reactions"), headache ("headaches"), weight increased ("weight gain"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression"), gallbladder disorder ("gall bladder issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), stress ("psychological or psychiatric problems condition: stress"), anxiety ("psychological or psychiatric problems condition: anxiety"), fibromyalgia ("fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), binocular eye movement disorder ("vision/eye problems type: convergence insufficiency"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: chronic irritable bowel syndrome"), antinuclear antibody positive ("other injury(ies) or complication please describe: positive ana"), sleep apnoea syndrome ("sleep apnea"), tremor ("tremors"), the second episode of alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), rash macular ("rashes or skin conditions: spots on my skin/ skin lump") and skin mass ("skin lump"). The patient was treated with linaclotide (linzess), paracetamol (tylenol regular), topiramate (topamax), surgery (hysterectomy with bilateral salpingectomy, oophorectomy, gallbladder removal), surgery (novasure ablation) and surgery (root canals and teeth pulled). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, systemic lupus erythematosus, generalised tonic-clonic seizure, seizure, tooth disorder, vaginal haemorrhage, hypersensitivity, headache, weight increased, hot flush, mood swings, depression, gallbladder disorder, female sexual dysfunction, stress, anxiety, fibromyalgia, bladder disorder, urinary tract disorder, migraine, nausea, feeling abnormal, dysmenorrhoea, dyspareunia, vaginal discharge, binocular eye movement disorder, fatigue, irritable bowel syndrome, antinuclear antibody positive, sleep apnoea syndrome, tremor, the last episode of alopecia, rash macular and skin mass outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, antinuclear antibody positive, anxiety, binocular eye movement disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gallbladder disorder, generalised tonic-clonic seizure, genital haemorrhage, headache, hot flush, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash macular, seizure, skin mass, sleep apnoea syndrome, stress, systemic lupus erythematosus, tooth disorder, tremor, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: patient need for additional surgery. Current weight 152 lbs diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.18 kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pathology test - on (B)(6) 2011: chronic cystic cervicitis. Ultrasound scan - on (B)(6) 2009: normal pelvic ultrasound. On 5 (B)(6) 2011 pathology test was performed having result :uterus and portions of right and left fallopian tubes, robotic-assisted hysterectomy and bilateral partial salpingectomy (110 grams). Chronic cystic cervicitis with squamous metaplasia and parakeratosis. Proliferative pattern endometrium with cystic changes and stromal fibrosis (see comment) . Portion of right fallopian tube with chronic salpingitis. Portion of left fallopian tube with chronic salpingitis and extensive endometriosis. Concerning the injuries reported in this case, the following one/ ones were described in patient¿ s medical record lupas, sleep apnea, seizures, pelvic pain, dysmenorrhea, fatigue, headaches, abdominal pain, grand mal seizures, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), headache ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, alopecia, hypersensitivity, headache and weight increased outcome was unknown. The reporter considered alopecia, headache, hypersensitivity, pelvic pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.